Event description:
Additional information was received by the manufacturer on 20-oct-2022 via email and attached to the complaint object: this device did not error out while it was on a patient. It happened when trying to set up the device.

Manufacturer narrative:
H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 3500.

Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed an occurrence of "motor not running." Functional testing included occlusion testing. "Motor not running" was found during the testing. The investigation determined that the worm coupling not operating as intended was the cause of the reported issue. The worm coupling was replaced and the stepper motor was replaced as a preventive measure. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously.

Event description:
It was reported that during a returned order service the motor was not responding. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.